Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or a cycler set defect reported for this event. Although not confirmed, the suspected cause of the peritonitis is possible contamination. This is supported by the culture results of a gram-positive bacteria as these organisms are usually disseminated from the skin, oral and nasal surfaces, and hair of humans. Based on the available information and no allegations or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2025 due to peritonitis. Additional information was provided by the peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to difficulty draining during treatment and cloudy pd effluent. A pd culture was obtained. The patient was subsequently diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) cefepime 1g daily with dwell 6-8 hours (until the hospitalization on (B)(6). The culture was positive for gram-positive bacteria (no organism or species provided). The white blood cell (wbc) count was 2,697 with 90% polymorphonuclear cells. The patient was hospitalized on (B)(6) 2025. The antibiotic therapy during the hospitalization is unknown. The patient was discharged on (B)(6) 2025. The suspected cause of the peritonitis event is possible contamination, but it was not confirmed. The patient did not require a pd catheter removal. The patient is continuing ccpd therapy during recovery.

Manufacturer narrative:
Additional information provided in b3, b5, b6, d10, and h10. Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis was determined to be touch contamination. This is supported by the culture results of staphylococcus aureus, a normal human flora of the skin. If this bacterium is allowed into internal tissues, they can cause a variety of potentially serious infections. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
Additional information provided states that the peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2025 due to peritonitis. Additional information was provided by the peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to difficulty draining during treatment and cloudy pd effluent. A pd culture was obtained. The patient was subsequently diagnosed with peritonitis on (B)(6) 2025. The patient was initiated on antibiotics with intraperitoneal (ip) cefepime 1g daily with dwell 6-8 hours (until the hospitalization on (B)(6)). The culture was positive for staphylococcus aureus. The white blood cell (wbc) count was 2,697 with 90% polymorphonuclear cells. The patient was hospitalized on (B)(6) 2025. The antibiotic therapy was changed to ip vancomycin 1g for two weeks. The patient was discharged on (B)(6) 2025. The cause of the peritonitis event was touch contamination. The patient did not require a pd catheter removal. The patient is continuing ccpd therapy during recovery.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.

Event description:
Additional information provided states that the peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2025 due to peritonitis. Additional information was provided by the peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to difficulty draining during treatment and cloudy pd effluent. A pd culture was obtained. The patient was subsequently diagnosed with peritonitis on (B)(6) 2025. The patient was initiated on antibiotics with intraperitoneal (ip) cefepime 1g daily with dwell 6-8 hours (until the hospitalization on (B)(6)). The culture was positive for staphylococcus aureus. The white blood cell (wbc) count was 2,697 with 90% polymorphonuclear cells. The patient was hospitalized on (B)(6) 2025. The antibiotic therapy was changed to ip vancomycin 1g for two weeks. The patient was discharged on (B)(6) 2025. The cause of the peritonitis event was touch contamination. The patient did not require a pd catheter removal. The patient is continuing ccpd therapy during recovery.